Event description:
Catheter sheared off in pt's arm requiring surgical intervention. Cut down procedure completed to retrieve the catheter fragment. No additional medical care necessary after the removal procedure. The sample was not saved.